Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient sample. The result was auto released out of the lab. The customer¿s procedure is to rerun first time critical results. The repeated results were lower. The following data was provided (normal ranges = 0.0 to 0.013 ng/ml, elevated range = 0.014 to 0.099 ng/ml, critical range = > 0.100 ng/ml): sid (B)(6) initial result = 0.165 ng/ml, repeat result = 0.058 ng/ml repeat results from different sample tube (same draw time) = 0.059 ng/ml, 0.051 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for the architect stat troponin-I reagent lot 69918un22 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the customer issue. The historical performance in the field of reagent lot 69918un22 was evaluated using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 69918un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 69918un22. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I lot 69918un22 was identified.